Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. It was later determined via patient registration that the patient is deceased and died approximately eleven months after the device system was implanted. The cause of death has been requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2014. (B)(4) .

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.